Event description:
The customer reported that during an operation, the cable that was connected to the generator stopped working and needed to be replaced. Upon unplugging the cable from the generator, the cable caused a spark and an electrical burn to the staff nurse's right index finger. A cold water wash was applied to cool the burnt area. The burn was described as minor with a small amount of blistering. After a brief rest, the nurse who received the burn continued to work the rest of the day.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.